Manufacturer narrative:
(B)(6). 510k: this report is for an unknown dhs/dcs plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with a dynamic hip screw (dhs) side plate, a lag screw, and four (4) or five (5) cortical screws on unknown date. Patient was returned to surgery on (B)(6) 2017 for revision to a total hip construct due to arthritis in the hip joint. Surgeon removed all hardware. During the revision surgery, the threads of a dynamic hip screw/dynamic condylar screw (dhs/dcs) coupling screw broke off in a 14mm thread dhs/dcs lag screw 95 mm. Procedure was completed successfully with no delay reported, patient was revised to a total hip construct. The intraoperative issue with the coupling screw is addressed in (B)(4). This report addresses the revision due to arthritis. This is report 1 of 3 for (B)(4).